Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks and the display screen was dim and discolored. This report is made based on results of the investigation performed on 03/03/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: investigation revealed the display screen was dim and discolored. Two battery compartment cracks were observed. Unrelated to the display and battery compartment issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).